Event description:
It was reported that a patient underwent a lap myomectomy procedure on (B)(6) 2023 and suture was used. The doctor from obgyn in pantai ipoh was performing a lap myomectomy and when she was about to close she used the barbed suture and the needle broke in half, and was lodged inside the tissue, she removed it with some difficulties and used another size barbed suture, the needle bent during the procedure, she then used another suture and was able to close the wound. The patient was ok and recovered well. The surgery was prolonged 20 minutes. There were no patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/20/2023. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was received: if other, describe. I have pictures of both the sutures, but due to contamination it was discarded. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: 20. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes. Patient status/ outcome / consequences. No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Trade name - irgacare; active ingredient(s)- triclosan; dosage form - suture/solid/parenteral; strength - = 2360 g /m.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: (B)(6) 2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received one unopened sample that pertained to product code (B)(4) . In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area were noted to be as expected. The tip and body of the needle were examined under magnification and no defects or needle breakage were found. In addition, the sample was tested by resistance test to the needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.